Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient treatment settings and patient photographs. Despite reasonable attempts to obtain investigation information from the user facility, lumenis is unable to confirm the validity of the reported event. Should lumenis receive any information, the safety complaint will be re-opened and investigated accordingly. Lumenis requested service reports from the distributor regarding the subject device, however; none were provided to determine if the subject device operated to manufacturer's specifications. No device malfunction was reported to lumenis. As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Additional info sep 21 2017: lumenis contacted the user facility directly to follow up on the patients status and to obtain treatment settings, patient information and photographs, but no information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A foreign user facility device operator reported to have burned herself on the cheek and jawline area, with a lumenis lightsheer duet laser, hs handpiece.. No report of serious injury or medical intervention to preclude permanent impairment was received.